Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was receive from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that stim is set up for the lower back and down both legs. If patient sits down in a cushion chair it seems to work more in his gut then his back. Patient said he understands he has group a. He had the device implanted in and he lives in (B)(6) in the winter and will be there until may. Patient would like to see if he can have it adjusted where the stim is in his back and not his gut. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the issue was patient sitting in their easy chair, leaning back, and raising their legs, probably had setting of 6.7. Steps taken to resolve the issue were lowering their legs and lowered settings under 6, (illegible word) 5.7 or 5.8. Patient thought the issue was resolved. Patient's weight at the time of the event was (B)(6). Patient provided their hcp information. No further complications were reported.